Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient is calling to report that the check button did not respond when attempting to rewind the piston. Patient changed to a new battery and attempted to rewind, but the check button still did not respond. Patient also tried the menu button but it also did not respond. Patient tried again while on the phone with the agent and the piston returned. The issue is intermittent. No adverse event alleged. A request was made for the return of the device.